Manufacturer narrative:
Customer has not returned the device to the manufacturer for device evaluation. If the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation. (B)(4).

Event description:
It was reported that a cleo® 90 infusion set cannula was inside the patient's body and caused the patient serious pain in his arm, where the infusion set was applied. The patient's blood glucose was reported at 300mg/dl and small ketones were noted. Manual injections were administered to address the high blood glucose. The patient visited a plastic surgeon to remove the cannula surgically and it was determined that the full cannula was removed during a skin biopsy. The patient stated he applied a new infusion and was using the pump successfully. No permanent injury was reported.